Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no information about surgical intervention at this time, the devices were still in use, the cause was undetermined, and unknown if issue resolved.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0fqy5 implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a lead fracture or connection f ailure issue. The consumer¿s underlying disease symptoms were aggravated due to a loss of stimulation between july and august 2017 and high impedances. Device settings were noted as 3.0 v, 210 us, 14 hz/pps, unipolar, c+1-, and used 24 hours, with impedance 4000 ohms or greater. No x-ray images were available. Troubleshooting was noted as output was increased to measure impedances. Surgical intervention was planned but not yet scheduled. It was unknown if the issue was resolved. It was noted that the consumer currently felt stimulation even with high impedances and the symptoms were improved. If the issue (a loss of stimulation/symptoms aggravated), the hcp will consider about a device system replacement procedure. The hcp questioned why impedances for #1 and #3 electrode combinations only were within normal range at 3608 ohms, whereas all other combinations were > 4000 ohms. Reproducibility was confirmed; results of impedance measurements multiple times showed the same impedance data. The consumer¿s underlying disease was noted as bowel incontinence. There were no further complications reported and/or anticipated.